Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service eval, a connection for the pulse wire in the rear 2 therapy electrode was not soldered properly. The cause of the failed pulse test was the open pulse wire. The root cause of the improper connection cannot be positively identified but is likely an assembly error. No adverse event resulted from the improper solder connection. The last pt to use this electrode belt did not report any deficiencies.